Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the lens of the device disengaged.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received a photographic investigation of a device. The first photo depicts the distal end of the optical trocar. The lens is disengaged and in pieces. The second photo depicts a full view of the device, the optical trocar lens is in three (3) pieces. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the lens for the optical trocar was broken. The fixation trocar, circular and envelop seal were received. Pmv performed functional testing: the port passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.